Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the superior mesenteric artery. The 8.0x59mm otw omnilink elite stent delivery system (sds) was advanced however the stent dislodged from the balloon. A snare device was used to retrieve the dislodged stent. Another omnilink elite was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined, however, the subsequent treatments appear to be related to operational context of the procedure. In this case, it is possible interaction with the heavily calcified and moderately tortuous lesion during advancement of the device contributed to the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined, however, the subsequent treatments appear to be related to operational context of the procedure. In this case, it is possible interaction with the heavily calcified and moderately tortuous lesion during advancement of the device contributed to the reported stent dislodgement; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.